Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d9: device returned. H3, h4, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found it to be stuck on the mating device [314.03]. The reported allegation of unable to disassemble can be confirmed. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the large handle with quick coupling would contribute to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a manufacturing record evaluation was performed for the finished device part: 311.431-us lot: 406p723 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 22-oct-2021. Manufacturing site: jabil bettlach. Corrected data: g1: manufacture site updated. H4: manufacture date updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024 during the procedure, upon removing existing hardware, the scrub tech needed to swap the screwdriver shaft that was connected to the quick coupling handle for another one. The scrub tech was not able to remove the 2.5 hex screwdriver shaft from the handle. After multiple unsuccessful attempts from both the scrub tech as well as the surgeon, it was decided to open another tray that had a quick coupling handle and the procedure was proceeded. Once the procedure was completed, another attempt was made to remove the screwdriver shaft from the handle. This also was unsuccessful. The shaft continues to remain attached to the handle without the ability to disassemble. The procedure was successfully completed with no delays, negative outcomes, or intervention required. This report is for one (1) large handle with quick coupling this is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d9: the subject device has been received. E3: reporter is a j&j sales representative. H3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.